Manufacturer narrative:
Sections with additional information as of 05-aug-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 478 and 308 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer advised that on 6/23/2024, he went to the ER because the meter was giving him results of 478 mg/dl and 308 mg/dl and he thought that was too erratic. Customer advised that when he got to the hospital, and they took his blood glucose, it was 446 mg/dl 2 hrs. After meal. The diagnosis was high blood glucose. Customer advised that he was given IV fluids and released. Customer did not disclose what his blood glucose result was before he was released. No changes were made to customer's treatment plan. During the call, a back to back blood test was performed by the customer fasting and produced test results of 176 mg/dl and 276 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date is 5 days ago. The meter memory was reviewed for previous test result history: result 1: 227 mg/dl date: 6/24/2024 time: 5:56 pm undisclosed result 2: 271 mg/dl date: 6/23/2024 time: 9:50 pm 2 hrs. After meal result 3: 478 mg/dl date: 6/23/2024 time: 9:05 pm 2 hrs. After meal result 4: 308 mg/dl date: 6/23/2024 time: 9:07 pm 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to hospitalization. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call 15-jul-2024 to ensure the customer¿s initial concern was resolved- the customer stated that she is satisfied with replacement.